Event description:
Upon visiting a (B)(6) female patient, a patient service rep discovered the patient's response buttons were not functioning. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the rear response button was intermittent. The cause for the intermittent response button was a defective response button. The root cause for the defective response button was unable to be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.